Event description:
It was reported that the implantable pulse generator (ipg) device and pacing leads were removed due to infection and endocarditis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, implantable pacing lead, (B)(6) 2007. (B)(4).